Manufacturer narrative:
Product event summary #fusion oobf patient and instrument tracker. Concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient and instrument trackers would not track. The tracker was replaced and the case continued with minimal delay. Patient information was unavailable from the site, however, no patient impact and less than an hour of delay to procedure were reported.